Event description:
It was reported that this patient experienced four ineffective shocks, followed by an episode recorded several seconds later which terminated the arrhythmia with the first shock delivery. Technical services (ts) reviewed the device data and noted that there was a long lasting ventricular tachycardia prior to the ventricular fibrillation arrhythmia, and also noted that the power consumption of this device was increasing abnormally and the device should be explanted and replaced. The device was explanted and a transvenouis system was implanted. The device will not be returned as it was disposed. No additional adverse patient effects were reported.

Event description:
It was reported that this patient experienced four ineffective shocks, followed by an episode recorded several seconds later which terminated the arrhythmia with the first shock delivery. Technical services (ts) reviewed the device data and noted that there was a long lasting ventricular tachycardia prior to the ventricular fibrillation arrhythmia, and also noted that the power consumption of this device was increasing abnormally and the device should be explanted and replaced. At this time the device remains implanted. No adverse patient effects were reported.